Event description:
It was reported that, during one or more colonoscopy cases, the monitors displayed a green screen. No patient was adversely affected. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure. Submission of this report does not, in itself, represents a conclusion that the medical device caused or contributed to an adverse event.